Event description:
It was reported that the speaker audio is not working. The device was not in use on a patient at the time of the event, there was no patient involvement.

Manufacturer narrative:
A philips response service engineer (rse) spoke to the customer and confirmed the speaker malfunction. The rse determined the cable that connects power switch ECG sync out board to main board is defective. The rse provided the part information for the flex cable kit. The customer is taking responsibility to correct/repair the device. The customer has been notified to contact philips if this does not address their device issue. H3 other text : see h10.